Event description:
It was reported the device had compromised insulation.

Event description:
It was reported the device had compromised insulation.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The visual inspection of the device confirms insulation damage throughout the shaft. An insulation test was performed and the device failed. The probable root cause for the insulation damage could be incorrect sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.